Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 due to stress urinary incontinence, cystocele and pelvic organ prolapse, and a mesh was implanted. It was reported that she experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4), undefined recurrence; dyspareunia; urinary/bowel problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.